Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture, perforation and perforation abutting an organ. The patient reported becoming aware of perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc, approximately eight years and six months post implant. The patient also reported anxiety related to the filter. According to the implant record the indication for the filter implant was traumatic brain injury with respiratory failure, sustained in a motor vehicle crash, and unable to anticoagulated. The filter was placed via the right femoral vein and deployed at the level of l2 without complication or migration. The patient tolerated the procedure well. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. Per the implant records, the filter was indicated as the patient was involved in a motor vehicle crash, sustained traumatic brain injury with respiratory failure and was unable to be anticoagulated. The right groin was prepped and draped in the usual sterile fashion and the right femoral vein was accessed with a needle. A venogram was performed under fluoroscopic guidance identifying the renal veins with no evidence of thrombus in the inferior vena cava (ivc). The trapease filter was deployed at the level of l2 without complication or migration. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an adjacent organ, fractured filter struts retained within the ivc and further experienced anxiety related to the filter, becoming aware of these events approximately eight years and six months after the filter implantation.